Event description:
It was reported patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in (B)(6) 1980. It was further reported patient underwent revision procedures on (B)(6) 1993 and on an unknown date in 1995 for unknown reasons. Subsequently, patient was revised on the right side on (B)(6) 2005 due to loosening of the acetabular cup, pain, wear and osteolysis.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00586 & 03395 / 03396).